Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius luer lock adapters (catalog 050-95018) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that there was a leak at the connection from the adapter to the supply bag (baxter extraneal icodextrin) during the end of treatment at dwell 4 of 4. The patient stated that the adaptor disconnected from the supply bag and the cycler had alarmed for air detected in the cassette. The patient cancelled the remaining cycler treatment and was able to complete manual exchanges in the morning. The patient did not experience any adverse events or require any medical intervention. Follow-up information with the pd nurse confirmed that the patient did not have any infection, but the patient was given prophylactic antibiotics. The patient continues cycler pd therapy without any further problems. The patient reportedly did not firmly secure the adapter to the supply bag, which caused it to disconnect. There was no reported malfunction or defect with the adaptor or bag products. The adaptor has not been returned to the manufacturer for physical evaluation at this time.